Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. The reporter claimed a temperature issue with the pump; the battery compartment is damaged with moisture ingress. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: during investigation, the pump powered on with returned battery cap to audible tone, vibration alert but display remains blank. The battery cap was able to fully tighten. Battery compartment crack observed in thread area. Evidence of moisture contamination inside battery compartment. A leak test showed leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination throughout inside of pump. "Download" and checklist steps 12 (review dl) and 30 (current draw) failed due to blank display/internal moisture contamination. Blank display due to internal moisture contamination. Unable to adequately investigate "temperature" portion of complaint due to inability to run pump and verify current draw values. A battery was not returned with the pump.